Event description:
Customer complaint of low results. Comparing to her husband's trueresult meter and getting readings that are about 20 point of more lower. Expected blood glucose results range from in the lower 100 mg/dl. Back to back blood test performed during call fasting ((B)(6) 2013; 09:10am) with results of 100mg/dl and 95mg/dl. Recall test results performed from meter memory: (B)(6). Based on the customers expected results (100) and the lowest result in memory (53). The complaint is reportable. (Zone b/c). Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013).